Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set cannula bent events on (B)(6) 2024. Event occurred within 3 hours after insertion. Insertion site was at back, upper buttocks, legs. Infusion has been used for less than 72 hours. The blood glucose level was over 500mg/dl and ketone was also present. Patient experienced pricks at site of insertion. Therefore, the patient was treated with correction IV bolus. The customer replaced infusion set and resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and- infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.